Manufacturer narrative:
(B)(4). Investigation results: one speedband superview super 7 device was returned for analysis. The velcro strap and the ligator head were returned and the handle assembly did not present any visible issues. A visual examination of the device found that the all bands were present on the ligator head with the fifth band caught under the fourth band. The ligator head teeth were noted to be bent and the suture was broken with one section attached to the trip wire loop. The crimp was present on the trip wire. The trip wire was completely rolled in the handle and there is no evidence that the trip was secured in the handle assembly slot during the procedure. A functional evaluation of the handle was performed by turning the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Based on the evaluation of the device, it appears that the trip wire was not properly tightened and secured during device set-up, as per dfu. Failure to properly tighten and secure the trip wire most likely impacted the timing of band deployment and contributed to the complaint event. Therefore, the most probable root cause is user/use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. UDI= (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the lower third of the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the bands were tangled up and failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no reported complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.